Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.